Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (cartridge alarm 6 and cartridge alarm 5) with the same cartridge during the load process. The customer's blood glucose level was not impacted. During toubleshooting with tandem technical support, the customer was able to load a new cartridge successfully.